Event description:
It was reported that while drilling in the cup for screw placement, the drill bit broke. All pieces were retrieved. There was no known impact or consequences to the patient. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). G2: foreign ¿ canada. Proposed component code: mechanical. (G04)- drill no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records, lot identification was not provided. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.